Event description:
Patient connected to continuous infusion chemotherapy. Approximately 5 hours later, the patient noticed that her clothing was damp, checked fanny pack and saw that chemo bag was leaking. Her daughter donned gloves, stopped gemstar pump, clamped the patient's port tubing and placed the chemo bag into 3 plastic bags. Daughter stated that tubing is not connected to bag and bag looks empty.verified chemo bag contained in plastic bags. Instructed patient to remove damp clothing and wash skin with soap and water. Instructed to leave everything in place until home med infusion rn arrives. Writer contacted registered pharmacist and oncology md regarding the issue. Md states ok to provide new chemo bag and supplies and restart infusion. Infusion rn to check amount of infused chemo during visit.